Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-09 from another representative reported the pump was being replaced later that day.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown concentration of baclofen at 578 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient's pump stalled around 4 pm on (B)(6) 2017. A rep spoke to the doctor at 6:30 am the following day while in the emergency room and the patient's pump was interrogated. The motor stall was confirmed and a pump replacement was planned for later that day. It was noted that the catheter may be an issue, so she wanted the patient lateral and dye study done. The issue was not resolved however the patient was noted to be "alive - no injury". No further issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked to clarify the statement that there may be a catheter issue, it was stated "unknown". The cause of the motor stall was not found. The pump was replaced and the event was resolved. The old pump would not be returned. No further issues were reported or anticipated.